Event description:
It was reported that an insertable cardiac monitor (icm) was used during a procedure, but a low battery indication was displayed. Initially, the device was interrogated using the clinical app, which showed a normal battery status. However, during the procedure, a low battery alert was displayed. As a result, a different icm of the same model was used to complete the procedure. The original icm will be returned. The device remains in service, and there were no reported adverse effects on the patient.